Event description:
Additional information received reported that only one mixer was used in the procedure, and two vials of onyx had been used. There were no issues during preparation or use of the onyx that was used in the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after embolization, the patient had an onyx embolus to the left posterior cerebral artery and basilar artery which was later unsuccessfully removed except for the left pain 3 occlusion. The patient had gradual decline in the level of arousal, acute obstructive hydrocephalus, and subarachnoid hemorrhages. An emergency lumbar drain was placed, and the patient required emergent intubation for airway protection and declined neurological state. The patient's condition at the time of the report was critical. One or more vital organ systems were acutely impaired with a high probability of imminent or life-threatening deterioration in the patient condition. Post-procedure angiographic imaging showed an embolus remained in the left posterior cerebral artery and basilar artery. The patient was undergoing surgery for treatment of spinal vascular malformation in an eloquent region. Ancillary devices include a envoy 5f 90cm, headway 17, traxcess, synchro, embotrap 5x21, solitaire 4x20, 3max separator, 3max catheter, ace 68.